Event description:
Double lumen peripherally-inserted central catheter was partially pulled out by pt. Pigtails of double lumen catheter were both broken at the bifurcation of the "y" on the PICC tubing. Does not appear cut. Rough edges appear broken. Rptr would not think both pigtails would break.